Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report an unspecified issue with the one touch verio test strips. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.

Manufacturer narrative:
Test strip lot#: not provided.